Event description:
It was reported that customer had an insulin pump which had not been used for about five years. Customer was requesting a loaner pump due to insulin pump receiving an unexpected restart alarm. Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.